Event description:
Customer reportedly received results of 5.8 mmol/l and 3.0 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 months post-implant, the pt was at home found expired, sitting on his couch in his living room, while connected to the power module with no battery clips lying on a table next to him. Due to a loud and audible alarm, the power module has been disconnected from wall power.